Event description:
It is reported that the pt had PICC inserted. On (B)(6), the pt felt pain 5cm above the insertion site. After treatment for phlebitis, the pt turned better. On (B)(6), when doing chemotherapy, the pain come back again and even worse. When the nurse pulled out the catheter, leak was with the location at 3cm inside the insert site.

Manufacturer narrative:
The complaint of a leak in the catheter is unconfirmed. The complaint sample that was received was found pt to infusion. Gross and microscopic examination of the catheter is unremarkable. The complaint incident could not be replicated in the lab setting. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solution recommended by the product IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of revg0317 showed no other similar product complication(s) from this lot number.